Event description:
It was further reported that the ra lead continued to display undersensing during atrial tachycardia/atrial fibrillation (at/af) stored episodes resulting in termination of at/af detected event(s) in progress. It was noted that the crt-d was explanted and replaced three years later due to normal elective replacement indicator (eri).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: 6935m72 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and shortness of breath. The patient received possible inappropriate high voltage therapy for suspected atrial fibrillation (af) with rapid ventricular response that should have been detected as a ventricular tachycardia (vt).  It was also noted that during use of the right atrial (ra) lead intermittent undersensing was noted on some stored electrogram (egms) episodes.  The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.